Event description:
Having pain (right knee) [aching (r) knee] ([subtherapeutic response]). Fluid around hips [effusion of joint]. Fluid around knees (right knee) [effusion (r) knee]. Case narrative: this case is linked to (B)(4) (multiple devices, same patient, left knee). Initial information was received from united states on 21-feb-2020 regarding an unsolicited valid serious case received from a patient via call center. This case involves a 75 years old male patient who was having pain (right knee), fluid around hips and fluid around knees (right knee), after using medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. Reportedly, the patient received synvisc-one injections in the past for knee osteoarthritis. On (B)(6) 2020, the patient started using synvisc one injection (in right knee) (hylan g-f 20, sodium hyaluronate) at dose of 6 ml once via intra-articular route (lot - unknown) for bilateral knee osteoarthritis. Information on batch number was requested. On an unknown date in 2020, after unknown latency, the patient was having pain (required intervention) and stated that it did not help as much this time. He returned to the doctor's office last week and was given a course of steroids, 4 mg, to be taken as follows- 6 tablets on day one and then tapering down one tablet each day. The doctor believed that there was fluid around his hips and knees (latency: unknown). The patient stated that the steroid taper seemed to be helping. He was almost finished with the taper. (Other relevant tests included no lab data reported). Final diagnosis was having pain (right knee), fluid around knees (right knee) and fluid around hips. Action taken: not applicable for all events. Corrective treatment: steroid taper for was having pain; not reported for rest of the events. The patient outcome is reported as recovering / resolving for having pain; unknown for rest both events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 25-feb-2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 19-mar-2020. Follow up was received on 25-feb-2020 from other healthcare professional. Global ptc number added. Text amended accordingly. Additional information was received on 19-mar-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
Having pain (right knee) [aching (r) knee] ([subtherapeutic response]). Fluid around hips [effusion of joint]. Fluid around knees [effusion (r) knee]. Case narrative: this case is linked to (B)(4) (multiple devices, same patient, left knee). Initial information was received from united states on 21-feb-2020 regarding an unsolicited valid serious case received from a patient via call center. This case involves a (B)(6) years old male patient who was having pain (right knee), fluid around hips and fluid around knees, after using medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. Reportedly, the patient received synvisc-one injections in the past for knee osteoarthritis. On (B)(6) 2020, the patient started using synvisc one injection (in right knee) (hylan g-f 20, sodium hyaluronate) at dose of 6 ml once via intra-articular route (lot - unknown) for bilateral knee osteoarthritis. Information on batch number was requested. On an unknown date in 2020, after unknown latency, the patient was having pain (required intervention) and stated that it did not help as much this time. He returned to the doctor's office last week and was given a course of steroids, 4 mg, to be taken as follows- 6 tablets on day one and then tapering down one tablet each day. The doctor believed that there was fluid around his hips and knees (latency: unknown). The patient stated that the steroid taper seemed to be helping. He was almost finished with the taper. (Other relevant tests included no lab data reported.) Final diagnosis was having pain (right knee), fluid around knees and fluid around hips. Action taken: not applicable. Corrective treatment: steroid taper for was having pain; not reported for rest all events. The patient outcome is reported as recovering / resolving for having pain; unknown for rest both events. A product technical complaint was initiated and results were pending for the same.